Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained a cracked screen, supported by photos from the user, and a replacement was determined to be needed; the device was considered not water resistant and device functionality was in question, with guidance provided to back up therapy, sync data to the mobile app, and return the original after receiving the replacement. Symptoms included no change in blood glucose. Outcomes included no hospitalization or emergency care. Investigation included a review of user-provided evidence and logistics for replacement and return. Investigation of this device revealed a damaged screen on the ilet display assembly that compromised expected environmental protection and usability, with no associated alerts or alarms reported during use. It was concluded, based on previously established findings for similar reports, that physical damage from external impact or handling was the likely cause.